Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences with threshold suspend. Customer was concerned that the pump was not suspending correctly. The customer indicated that the sensor glucose was 58 mg/dl and blood glucose was 48 mg/dl. Troubleshooting found multiple alarms in the pump history. Customer was advised to look at the pump history on carelink. Customer indicated that they would call back later.